Manufacturer narrative:
(B)(4). Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. Additionally, information received stated that during initial implantation a complete insertion was not achieved (3 channels out of cochlea). The surgical report noted a further migration of the active electrode out of cochlea. The facial stimulation and pain experienced from 2006 onwards, might be related to the electrode channels being out of cochlea. This is a final report.

Event description:
It was reported that in 2006 the patient had pain and facial stimulation. Patient has not used external equipment since 2004. The patient tried using the device again around 2006 or 2008, but quit using the equipment due to pain.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In 2006 the patient had pain and facial stimulation. Patient has not used external equipment since 2004. Tried again around 2006 or 2008, but quit using equipment due to pain. Re-implantation is tentatively scheduled for the end of (B)(6).